Event description:
Report 2 of 2. The customer contact reported a crack; subsequently a leak was noted. The tubing set was being used to deliver of doxorubicin hydrochloride 66 mg/250 ml, for a total volume of 283 ml, at a rate of 12 ml/hr, for a duration of 1440 minutes, via a plum pump. At 1825, during a normal inspection of a patient by the nurse, the customer contact reported that the tubing set suddenly cracked and an unspecified volume of solution spurted from a hole of the tubing set. At this time, it was reported that the nurse immediately shut down the pump, stopped the infusion, and bent the upper part of the hole in the tubing set to stop the leakage of solution. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The location of the hole was described as between the piercing pin and the cassette of the tubing set. The physician and head nurse were notified. The customer contact indicated that the physician ordered that the remaining volume of solution not be infused. The customer contact indicated that 239.9 had been delivered. During visual examination at the user facility, the customer contact reported that a mark of bending was noted. It was reported that the mark seemed profound and for a long time and may be eroded by chemotherapy solution. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel